Manufacturer narrative:
The field service engineer (fse) discovered the pinch valve tubing, through pv41b to the sheath tank, leaked fluid and replaced the tubing to resolve the fluid leak issue. The fse also observed fluid leaked from the tubing to the retic stain chamber and the latron supply tubing. The fse replaced the tubing to resolve the fluid leaks. The fse performed system startup, reproducibility and controls; all results were within acceptable ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately four milliliters of light blue fluid leaked outside the instrument during system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.